Event description:
Used the icy hot heat therapy patch product on my hip area overnight. When I tried to pull it off, layers of skin came with it, approx 2" long and 1" wide. It took over two weeks to heal. Dates of use: overnight. Diagnosis or reason for use: sore muscle in hip area.